Event description:
It was reported that during preventative maintenance at the healthcare facility, a caster fell off the navigation system cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.